Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient expired. The physician inquired about whether the patient death was related to undersensing vf. Upon review of information, it's believed that the undersensing is actually due to a small r-wave at implant (1.4mv) and the heart may have already nearly stopped functioning prior to vf.